Event description:
The customer reported that the unit displayed a "no shock delivered" message and would not deliver therapy.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.